Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the left bronchus on (B)(6), 2010. According to the complainant, the patient presented with a malignant tumor deep within the bronchus. After approximately one-third of the stent had deployed, the suture got hung up. The physician pulled with more force, but could not get the stent to deploy; the delivery system continued to bow as he pulled, and the stent would not further deploy. The physician added that this tumor was particularly vascular, and that when the partially deployed stent was pulled out, the tumor was cut, which caused a bleed. The physician had to exchange out the device and place another ultraflex stent within the patient. The physician also had to use a form of cryospray ablation therarpy to in order to stop the bleed. The patient is currently in stable condition.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the left bronchus on (B)(6) 2010. According to the complainant, the patient presented with a malignant tumor deep within the bronchus. After approximately one-third of the stent had deployed, the suture got hung up. The physician pulled with more force, but could not get the stent to deploy; the delivery system continued to bow as he pulled, and the stent would not further deploy. The physician added that this tumor was particularly vascular, and that when the partially deployed stent was pulled out, the tumor was cut, which caused a bleed. The physician had to exchange out the device and place another ultraflex stent within the patient. The physician also had to use a form of cryospray ablation therarpy to in order to stop the bleed. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) stent partially deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the distal end deployed by about 5mm. The delivery system was curved towards the distal end. No issues were noted with the crochet stitches at the point of release from the stent. During a functional analysis, it was possible to fully deploy the stent without issue. The condition of the returned device is consistent with the reported event. The most probable root cause of the complaint event is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.